Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the power cannot be turned on suggested event can be presumed due to a defective converter while the root cause of the liquid inside the tube event could not be concluded. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found after pushing the power switch, the device did not power on, caused by a defective converter (power supply). In addition, a worn-out scope socket and traces of liquid inside the tube were found. For the correct function the converter and s socket need to be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii xenon light source did not switch on. The issue was found during preparation for use. There were no reports of patient harm.